Event description:
The customer reported via phone indicating that the insulin pump had a cracks on the battery area and up arrow key. Customer's blood glucose was 460 mg/dl. The customer was treated with candy. The customer stated that she does not know how the damage occured. Customer was advised to discontinue use of the insulin pump and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at lcd window corner, cracked battery tube threads, minor scratches on the lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.